Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a). (B)(6) returned sample was forwarded to third party component manufacturer for evaluation, and was never received by them.

Event description:
Complainant reports "anchoring device lifts from pad."